Event description:
Olympus was informed by the equipment manager at the user facility that the 4k autoclavable camera head reportedly has a ¿communication error, e224¿ that occurred during an inspection before use. The intended procedure was completed using a similar device. No patient injury or harm was reported to olympus. The camera was returned for service.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed the reported issue "error e224" as the image displayed but with error e224 due to faulty cable unit. Additionally, the external rear cover label is faded and there is no sense of switch depression for button #3 due to a faulty switchboard. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.